Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the managing physician received a call from the patient's wife stating that a portion of the patient's incision over the ins site had not healed since the time of implant. The patient denied any constitutional symptoms. It was reported to be a small area of erythema around non-intact skin. The managing physician stated that they consulted with infectious disease and decided to place the patient on a course of oral antibiotics and plan for a recheck in 2 weeks. The issue was not resolved at the time of the report. No further complications were reported or anticipated.